Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal scar, nocturia and uterovaginal prolapse. The patient underwent excision of mesh on (B)(6) 2011 due to exposed mesh. It was also reported that the patient concurrently underwent tah bso.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and a mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.